Event description:
The customer reported that the 840 ventilator had a blank screen. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface cpu pcb. The unit passed extended self-testing.